Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the revitan stem has loosened at the taper connection so that the proximal part could rotate 360°. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: pelvis overview, (B)(6) 2003: there are cementless total hip prostheses implanted in both hips. Concerning the left hip, along the medial side of the proximal part of the pfm-r stem there is a radiolucent line visible. A cerclage wire is seen around the femur at the level of the proximal part and one wire around the trochanter major. Second view of the left hip, (B)(6) 2013: due to the brightness/contrast of the image and lack of a previous study date, the evaluation of the bone around the stem is limited. It seems that along the anteromedial and posterolateral side of the proximal stem part there are radiolucent gaps visible which are bordered by a sclerotic line on the bone side. The cerclage wire around the trochanter major was removed. Pelvis overview, (B)(6) 2016: the proximal part of the pfm-r stem is tipped medially and its distal end is shifted laterally into the cortical bone. The proximal stem part is resting medially distal and laterally proximal against the connection pin. A radiolucent gap can be recognized between the bone and the medial and lateral side of the proximal stem part which is bordered on the bone side by a sclerotic line. Compared with the previous x-ray from (B)(6) 2003, the bone above the trochanter minor is missing. The cerclage wire seems to be unchanged. Pelvis overview, (B)(6) 2016: there is a new cup, head and a revitan proximal part (custom-made) implanted in the left hip. Compared with the previous study date, the gap between the bone and the medial side of the proximal stem part is clearly recognizable. In addition, on the lateral side the gap caused by the shifting to lateral into the cortical bone of the previous proximal part of the stem can be seen. The cerclage wire around the femur at the level of the proximal stem part seems to be unchanged. Ap view and second view of the left hip, (B)(6) 2020: there is a new cup with a metallic augment in the cranial region and several bone screws implanted. Some of the bone screws are fractured. There are osteolytic bone changes visible in the acetabulum. Compared to the previous study date, the radiolucent gaps along the medial and lateral side of the proximal stem part are larger and extend to the proximal region of the distal stem part. In the second view, along the anteromedial and posterolateral side of the proximal part of the stem there are radiolucent gaps visible which are bordered by a sclerotic line on the bone side. Ap view and second view, (B)(6) 2020: situation after revision surgery of (B)(6) 2020. Swissmedic report of 16 jul 2020: a total hip prosthesis surgery was planned for (B)(6) 2020. The plan was to perform a cup revision with the stem firmly anchored in the femur. Already at the beginning of the surgery it became apparent that the proximal part of the stem was loose and not firmly fixed on the taper. After changing the cup, it was tried to fit a new proximal part on the firmly anchored distal part. It turned out that the connection pin of the distal part was loose as well in the stem body. Therefore, the surgery had to be extended by a femoral osteotomy to remove the stem and implant a new revision stem. Revision report of (B)(6) 2020: diagnosis: torn off cup after various previous operations and osseous defect in the pelvis with pronounced metallosis as well as defective revitan stem indication: please refer to the last consultation report. Long history with various left hip revisions after revitan stem fracture, osteolysis and bony defect, especially of the pelvis. Here the reconstruction and the anchorage of the cup have already torn off twice. Preliminary investigations revealed no evidence of infection. Procedure: excision of the scar laterally above the left hip is made. Already here the grayish discoloration of the metallosis can be seen through the tract. The tract is split. The abductor muscles are completely atrophic and fatty remodelled. Large tumor-like changes due to metallosis are seen in the abductors region with connection to the joint. The tissue is grayish discoloured until the bone. Samples are taken for histology and microbiology. Radical debridement up to the gibson interval and resection of the large part of the fatty abductors up to the joint is performed. The hip is dislocated, the head is removed. The stem neck is in retro-torsion and the proximal part is not firmly attached to the distal part and can be rotated at will. The proximal part of the prosthesis is removed. The cup is torn off and completely loose. It is removed. Again, extensive debridement of the metallosis-altered tissue down to the bone is performed. The anterior acetabular rim and the medial support are still preserved. The superior and posterior support is missing. A new cup is implanted and the defects are filled. There are also large osteolytic-metallotic changes in the femur. When trying to fix the trial part of the proximal stem it could be seen that the connection pin is torn off from the distal stem. The connection pin is no longer firmly fixed and rotates with the trial part. It is decided to extend the surgery and replace the stem. In order to remove the stem the femur must be split. The distal third of the femur is protected with a cerclage and a bone window is made and lifted. Many changes due to metallosis can be seen and the stem is no longer completely stable. A bore hole must be made in the stem for removal and the stem can be removed with the notcher. The further report describes the steps to prepare the femur and implant a new stem. Email from dr. Steppacher, received on 18 jul 2020: the email informs that the implantation surgery was performed in solothurn in 2002 and there are no documents available. Product evaluation: examination of manufacturing documents the manufacturing documents were inspected and the information about the production of the parts at hand is listed below: distal part of the stem - pfm-r stem - (B)(6) 2001. Proximal part of the stem - revitan stem (custom-made) - (B)(6) 2016. Visual examination: the conical nut was not received for investigation. The taper of the revitan proximal part shows damage probably deriving from the revision surgery. Shiny polished areas can be seen around the neck of the revitan proximal part which extend slightly to the anchoring region anteriorly, posteriorly and medially. A worn mark can be seen in the neck region of the stem anteromedially. Damage such as scratches and nicks can also be observed on the neck region as well as on the anchoring surface. This damage derived most likely from revision surgery. There are no signs of bone ongrowth on the anchoring surface. On the anterior half of the face surface of the revitan proximal part there are wear marks visible. On the inner side of the revitan proximal part, the medial side of the taper region shows a worn area including thread-like patterns. On the posterior side of the taper a gray area with possibly fretting can be seen next to the worn area. In addition, marks which seem to be higher than the surrounding surface can be noticed. The distal lateral region of the taper is slightly polished while on the proximal lateral region marks appearing to be higher than the surrounding can be recognized. On the medial side of the cylindrical region slight polishing is visible. The connection pin exhibits surface changes. The connection pin¿s thread is partially damaged including a fracture of a small portion of the thread¿s crest. On the cylindrical region of the connection pin some smeared material and corrosion can be seen. The taper region of the connection pin shows a mixture of polishing, smeared material, corrosion as well as marks appearing higher/lower than the surrounding surface. In the blasted region of the connection pin a shiny polished area as well as some dark deposits are visible. The polished area is most probably due to the contact with the previous pfm-r proximal part. The distal press-fit region of the connection pin shows a mixture of polishing, smeared material, corrosion and several longitudinal grooves with a fretting pattern inside. The distal conical region of the pin exhibits an almost circumferential groove, polishing and some dark deposits. The inside of the pfm-r distal stem body shows slight wear, mostly on the side without a shoulder. The inside of the shoulder region shows some dark discolored areas. Further down there seems to be an elliptical shaped slightly polished area. The face surface of the stem body shows several worn areas. Most of this wear is most probably due to the contact with the previous pfm-r proximal part. On almost the entire anchoring surface of the pfm-r distal stem scratches and instrument marks can be seen. In addition, there is a bore hole on one side. These were most probably made during revision surgery to help removing the stem from the bone. Bone attachments are also visible on the anchoring surface of the pfm-r distal stem. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: based on the information received the patient had a prosthesis including a pfm-r stem implanted in the left hip in solothurn in 2002. An x-ray taken in 2003 confirms a pfm-r stem implanted in the left hip. The following x-ray at hand taken in (B)(6) 2016 shows that the bony support medially above the trochanter minor is missing, the pfm-r proximal part is tipped medially and its distal end is shifted laterally into the cortical bone. Also it is visible that due to the tipping, the proximal part is resting medially distal and laterally proximal against the connection pin. The next x-ray taken in (B)(6) 2016 shows that a revitan proximal part (custom-made) and a new cup and head are implanted while the pfm-r distal stem remained in situ. It seems that a revision was performed due to a loosening of the pfm-r proximal part on the connection pin. Therefore, based on this x-ray and the manufacturing date of the revitan proximal part, the implantation date (B)(6) 2016 is assumed. Immediately after implantation, there were radiolucent gaps visible along the medial and lateral side of the revitan proximal part as well as a gap caused by the shifting to lateral into the cortical bone of the previous pfm-r proximal part. Compared to the x-ray dated (B)(6) 2016 the x-rays taken in (B)(6) 2020 show that a different cup with metallic augment and several screws is implanted. The stem is the same as in 2016 but larger radiolucent gaps can be seen medially and laterally around the revitan proximal part. Apart from this, radiologically there are no obvious signs of a problem with the stem. However, some of the bone screws are fractured and there are osteolytic bone changes visible in the acetabulum. The stem and the cup were revised on (B)(6) 2020. According to the swissmedic report it was only planned to perform a cup revision as it was believed that the stem was firmly anchored in the femur. However, during surgery a loosening of the connection pin from both the proximal and distal part of the stem was discovered and therefore the stem was revised as well. The cup was not received for investigation and its condition and manufacturer stay unknown. On the retrievals at hand, bone attachments could be observed on the pfm-r distal stem but not on the revitan proximal part. On the proximal part some polishing can be seen which could probably indicate movements between the part and the surroundings. Based on the available x-ray, the proximal bone support of the stem from 2003 and during the time in vivo can be interpreted as suboptimal. The condition of the connection pin, especially of the surface in the taper region, at the time of implantation in (B)(6) 2016 is not known. Based on the fact that the previous pfm-r proximal part was resting medially distal and laterally proximal against the connection pin it could be assumed that the pin was not anymore in its original condition. This, probably with the contribution of other influencing factors (suboptimal proximal bone support and the patient¿s bmi) resulted in a loosening of the revitan proximal part. As a consequence of the loosening, the revitan proximal part was able to move on the connection pin leading to the phenomena seen on the inner side of the part and on the pin. The origin of the thread-like patterns on the inner side of the proximal part remains unknown. In addition, the connection pin got loose from the pfm-r distal stem. After loosening, the connection pin could move inside the prm-r stem body and subside together with the revitan proximal part. The subsidence led to contact between the face surface of the revitan proximal part and the face surface of the pfm-r distal stem (shoulder region) resulting in wear on both parts. The loosening of the pin resulted in wear on the inside of the pfm-r distal stem and surface changes (polishing, smearing, corrosion and several longitudinal grooves with a fretting pattern inside) in the distal press-fit region of the pin. The first two surface changes phenomena are most probably concomitants. It remains unclear whether corrosion could have had an influence on the loosening or is only a concomitant as well. The origin of the longitudinal grooves stays unknown. The patient¿s bmi and the lack of the proximal bone support around the stem could be contributing factors for the loosening of the connection pin from the pfm-r distal stem. As there are no surgical reports available for the implantation of the revitan proximal part in 2016 and the revision made later on to change the cup, any other contributing factors that might result from these stay unknown. In the revision report of 2020 metallosis was reported. Based on the retrievals at hand and the received information, possible sources of the metallosis could be: the wear seen on the revitan proximal part and pfm-r distal stem wear generated by the movement of the different acetabular components (i.e. Cup, augment, fractured screws) against each other. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the product was implanted on unknown date and revised on (B)(6)2020, due to implant loosening, pain, osteolysis, metallosis, unknown cup was loose and migrated which was revised in the same surgery. Surgery was delayed by 100 minutes.

Manufacturer narrative:
Additional information which was received on (B)(6) 2020. The manufacturer received x-rays, other source documents (surgical reports) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The investigation of the case and the process of gaining necessary information is ongoing. Concomitant medical products: unknown distal stem hip implant; item#: unknown; lot#: unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is cmp-(B)(4).

Event description:
It was reported that the product was implanted on unknown date and revised on (B)(6) 2020 due to implant loosening, pain, osteolysis, metallosis, unknown cup was loose and migrated which was revised in the same surgery.